Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk.the device was received with a cracked case on display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were many scratches on the insulin pump and the display was worn. The customer's blood glucose was not known. Customer agreed to return the product for analysis.